Manufacturer narrative:
(B)(4). The device was manufactured november 5, 2014 - november 10, 2014. The device was received for evaluation. A visual inspection was performed and revealed a white particle between 0.85 and 1.70 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter inside the balloon of a small volume intermate. This was observed before patient use. There was no patient involvement. No additional information is available.